Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the unit will not turn on. The device was in use on a patient at the time, but the customer reported there was no patient harm.

Manufacturer narrative:
Device evaluation: the customer reports error code 1014 in error log. The customer is unable to reproduce 1014 after entering diagnostic mode. The product support engineer advised the customer replace the power supply. Resolution/disposition: follow up attempts were made to obtain repair information from the customer. If information is received, the complaint will be updated.